Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient has had erratic blood glucose readings. Caller stated on (B)(6) 2014 patient was sweaty and disoriented. Caller stated wife went to get juice for the patient and when she came back, the patient had passed out in a bowl of oatmeal. Caller reported wife managed to wake patient up to drink juice; was able to consume juice on his own. Patient felt better 15 minutes later. No outside medical assistance was required. Patient alleges the pump is not delivering accurately; declined to complete troubleshooting. Requested return of the alleged pump, strips and adapter for evaluation.